Manufacturer narrative:
No product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received a questionable glucose result for one neonate patient tested with an accu-chek inform ii meter (serial number unknown). A sample from the patient was tested with the inform ii meter, resulting in a glucose value of 117 mg/dl. Immediately after testing with the inform ii meter, a sample was collected from the same sample collection site using a capillary tube and this sample was tested on a ph meter (competitor system), resulting in a glucose value of 67 mg/dl.

Manufacturer narrative:
The evaluation conclusion code has been updated.